Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.9. 2.0 (repeat), lab 3.0. Customer shall return the suspect meter for eval purposes.